Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated this unit and was unable to reproduce the reported issue. The stm checked the display and all worked as it should. It had no blank spots in it. The stm disassembled the display and checked all connections and the connections were ok. The stm then, reassembled the display and ran for approx. 45 minutes and all worked as it should at this time. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display goes blank sometimes. It has blank spots in it. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.